Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, cubie lid would not open for item ceftriaxone 1 milligram. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie lid did not open. A technical support specialist (tss) connected to machine, rebooted the device and had customer to try again but the issue persisted. The tss instructed customer to wiggle top pocket and when customer knocked under the cubie, lid opened successfully. Further the customer confirmed that there was a tablet stuck in the opening which caused the issue. The system functioned as intended after the technical support specialist guided the customer.